Manufacturer narrative:
Follow-up # 1 (06/10/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k021819.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 12:45pm. It is not known how often the patient tests her blood glucose and it is also not known what type of symptoms the patient experiences with high and low blood glucose. The patient reportedly obtained blood glucose results of "425 and 243 mg/dl" with the subject meter, performed approximately two hours of each other. The patient manages her diabetes with insulin (self adjuster); however, the patient denied taking any action in response to the reported meter issue. As a result of the alleged issue, the patient claimed she developed symptoms of sweating and tiredness approximately two hours later. It is not known if the patient associated her symptoms with high or low blood glucose. The patient denied receiving any medical intervention/treatment following the alleged meter issue. It is not known if the patient tested her blood glucose with another device. It is also not known when the patient's symptoms improved. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.